Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the mesh was removed in 04/2010, due to pain, erosion, extrusion, bowel problems, recurrence, vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05906. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced vaginal pressure, dysuria, urinary frequency, and urinary urgency. It was reported that patient underwent revision of vaginal graft on (B)(6) 2011 by dr. (B)(6) due to erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele, rectocele, perineocele and an obturator sling was implanted. Concomitantly the patient underwent a supracervical hysterectomy. The patient underwent surgical removal of the mesh on (B)(6) 2011.